Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the arms on (B)(6) 2018 using cooladvantage, coolfit contour. The patient developed paradoxical hyperplasia (pah/ph) on (B)(6) 2018 after treatment and was diagnosed on (B)(6) 2019. Ph was described as noticeable firm and palpable tissue in treated area, visual difference to arm shapes, localized fat around triceps and well demarcated mass under skin.

Manufacturer narrative:
This is a historical record and reflects reports that were received by the company prior to april 2021. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose. Hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction.

Manufacturer narrative:
Corrected data d1 - brand name

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the arms on (B)(6) 2018 using cooladvantage, coolfit contour. The patient developed paradoxical hyperplasia (pah/ph) on (B)(6) 2018 after treatment and was diagnosed on (B)(6) 2019. Ph was described as noticeable firm and palpable tissue in treated area, visual difference to arm shapes, localized fat around triceps and well demarcated mass under skin.